Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a regulatory authority (case# mw5056608) in united states on 23-oct-2015. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) lot number p40241 (expiration date 20-jun-2015) inserted in (B)(6) 2014. Additional information received on 15-nov-2015. It was reported that since the procedure was done the consumer had heavy bleeding to the point of hemorrhaging. She became pregnant and had a difficult pregnancy so she had to see a specialist. After delivery of her daughter she had bleeding and the doctor gave her an ablation. She also had abdominal pain, cramping, back pain, headaches and hot and cold spells. She was complaining of feeling depressed about things going on with essure. Even after ablation the bleeding was recurring and the doctor said she might need a hysterectomy. Hospitalization was mentioned as event outcome but not specified and/or assigned to one of the events. Product technical complaint (ptc) investigation result received on 15-nov-2015: ptc global number: (B)(4). Lot number provided is invalid. Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant and delivered after essure (fallopian tube occlusion insert) insertion. Additionally, she had heavy bleeding since device placement. After her delivery she also had bleeding and her physician submitted her to an ablation. However, her bleeding was recurring. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, limited information was provided. Nevertheless, considering pregnancy nature, causality with essure cannot be excluded. Regarding consumer's bleeding; after essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, consumer had bleeding requiring an endometrial ablation. It is unclear if her bleeding, which required this intervention, was related to a complication of delivery. Nevertheless, considering event's nature and in the lack of an alternative explanation; a contributory role of essure cannot be excluded. Since an ablation was required as events treatment, this case was considered an incident. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. No follow-up will be possible, due to lack of contact details.